Manufacturer narrative:
Zimmer biomet complaint (B)(4). Patient weight not provided/unknown. Reporter's address not provided/unknown. Device not returned.

Event description:
It was reported that the mount could not be removed from the implant. The implant was removed and another implant was placed. Tooth location 21.

Manufacturer narrative:
One implant, mount and retaining screw were returned for investigation. Visual evaluation of the as returned product identified minor signs of wear and bone residue due to usage; the devices were in good condition. Functional testing was performed to disengage the mount and implant. The devices were able to disengage and engage successfully. A device history review was performed and no related nonconformance¿s were noted. A complaint history search was performed using our complaint handling system and there were no additional related complaints against this lot. Appropriate documentation was reviewed. The alleged device malfunction was unconfirmed. A root cause cannot be determined. The following sections have been updated: b4: date of this report. D4: device expiration. D4: UDI. D10: device availability. G4: date received by manufacturer. G7: checked "follow-up." H2: checked follow-up type. H3: changed "no" to "yes." H4: date of manufacture. H6: entered evaluation codes. H10: added manufacturer narrative.

Event description:
No further event information available at the time of this report.